Manufacturer narrative:
The battery has been requested for investigation in our laboratory (lce - life cycle engineering). The returned goods has been received on 2016-10-10 and has been investigated by lce as follows: during investigation the battery was connected on a rotaflow console (rfc) of the lce and was loaded overnight. According to several tests the battery does not hold the charge and it was detected defective. The most probably root cause could be defective battery. Result: the battery pack doesn¿t reach the specified capacity and therefore the specified runtime on battery of 90 minutes isn¿t reached. In addition the lifetime of two years is passed. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A maquet service technician evaluated the device . The battery does not hold a charge for the required time of 1/2 hour. The claimed battery was replaced and the device was tested to manufacturer specification successfully. The defective battery was requested to be returned for further evaluation. A supplemental report will be provided when additional information becomes available.

Event description:
It was reported that the battery would not hold charge long enough to do a patient transport (about 20 minutes of charge). (B)(4).